Manufacturer narrative:
(B)(6). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The au5800 clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed which identified unstable ise results. The service documentation revealed that the fse observed a bubble in the reference electrode. The electrodes were replaced and rinsed. Additionally, the fse found that the tubing to/from the reference valve was letting air into system. The fse replaced the reference valves for both cells and recut/repositioned tubing to ensure tight seal. Ran rest, replace and rack sequence to ensure stability of ion-selective electrode (ise). Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified unstable ise results. Therefore, the complaint event was confirmed.

Event description:
The complainant reported that the instrument experienced intermittent low ion-selective electrode (ise) results on (B)(6) 2017 (reference MDR ID 9612296-2018-00223). The customer reported that the ise imprecision issue returned on (B)(6) 2017, after cleaning inside compartment (reference MDR ID 9612296-2018-00095). There was no report of patient results released from the laboratory. No patient consequences or adverse patient effects were reported as a result of this event. No calibration data was supplied for this incident. The complaint device was available for evaluation.